Event description:
The customer reported that the central nurse's station (cns) was displaying an hdd port 1 error message. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying an hdd port 1 error message. According to the customer, they're not having issues with reviewing data and the staff didn't even report this as an issue. The customer happened to see it and thought of calling in to see what nk would recommend. Technical support (ts) informed the customer about hdd troubleshooting and raid and stated that nk wants to know if the issue is with the hdd or the cns. Ts informed the customer that we would get a better picture after they swap the drives around. The customer later reported that the cns was in boot loop. The customer sent in the unit to be repaired. There was no patient injury reported. Investigation summary: nihon kohden (nk) repair center (rc) evaluated the device and duplicated the hdd error message and found that the unit cannot boot into the cns application and that the hdds were degrading and needed to be replaced. No physical damage nor fluid intrusion was observed. The hdds were replaced to repair the device. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 01/10/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/15/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/17/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 01/10/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/15/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/17/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 01/10/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/15/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/17/2024 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 01/10/2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 01/15/2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 01/17/2024 emailed the customer via microsoft outlook for device information: no reply was received.

Event description:
The customer reported that the central nurse's station (cns) was displaying an hdd port 1 error message. There was no patient injury reported.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.